Event description:
It was reported to covidien that there was no sound. There was no patient involved.

Manufacturer narrative:
Covidien service reports there was no sound because speaker connection was not connected due to a fall. After connecting the speaker: there was post tone - there were audible and visual alarms. The applicable back up alarms sounded. (B)(4). Unable to locate the manufacture date of the unit with the serial number provided.